Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm, low vacuum alrm and internal communication error alarm that occurred during intra aortic balloon therapy. User had switched off and rebooted successfully. No harm or injury reported. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail.